Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim it was reported by a customer that the filter clogged while infusing cyramza into a patient.